Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant was not reported. Vessel morphology was reported to be moderate aortic neck angulation with a reverse funnel shape and disease progression. It was reported that the aneurysm had decreased in size rapidly. The aortic neck had increased in diameter since the time of stent graft implant. It was reported that the patient presented with severe abdominal pain to the emergency room. The CT demonstrated a contained aneurysm rupture. The stent graft has migrated distally approximately 6 to 12 mm from the time of implant which resulted in a type I endoleak. The physician elected to place another manufacturer's stent graft and the type I endoleak was resolved. No additional sequelae were reported and the patient is fine.